Event description:
Sales rep states, the surgeon was impacting the cup and the instrument tracker and tracker post separated from the cup impactor during a total hip replacement. The surgeon was able to attach the tracker to the other post.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.